Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, three 6f¿12f mynx control venous vascular closure devices (vcd) were associated with a small hematoma, erythema, and drainage noted at a post-procedure office visit. The patient was treated with antibiotics. The device was implanted successfully. The reported reaction occurred 3¿4 days after the procedure. The access site was managed with gauze and tegaderm following the procedure. The device was stored and prepared according to the instructions for use. No excess force was used during the procedure. The device packaging was not compromised during storage, was opened in a sterile field, and sterile technique was followed. The procedure was performed under general anesthesia in an outpatient setting. The hematoma was described as small, with the size being unknown. The mynx vascular closure device (vcd) was used during a persistent atrial fibrillation ablation procedure using an antegrade approach. The deployer was mynx certified. Vessel suitability was verified on venography, including appropriate vascular sheath insertion angle. The vessel diameter was verified to be at least 5 mm. No vessel tortuosity and no peripheral vascular disease or calcium were reported in the vicinity of the puncture site. The device will not be returned for evaluation.